Event description:
A serious adverse event report was submitted by clinical researcher. Clinical researcher reported that the patient, who was taking part in the (B)(4) outcomes clinical study, had a primary left total knee replacement on (B)(6) 2007. Clinical researcher further reported that the patient underwent a revision surgery on (B)(6) 2011 as they were suffering from pain, internal rotation of tibial and femoral components and patella maltracking with previous attempt at soft tissue stabilisation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-400 lot # se8da description: triathlon prim tib baseplate - cemented. Cat # 5530-p-409 lot # lax541 description: triathlon-cr tibial insert #4 - 9 mm. Cat # 5551-l-299 lot # lat528 description: triathlon-asymmetric patella a29mm(s/I*) x 9mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's event.